Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: carving/incomplete sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, resistance was felt during advancement of the thumb advancer. Carving and incomplete sheath splitting had occurred. The sheath was split approximately half way. The device was removed using the safety release mechanism. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.